Event description:
Pt's husband called to report tpn leaking from connector. Rn arrived at home and found crack in connection of y-extension set at the luer taper (male) adapters. Rn replaced the male luer taper connector adapter with blue clave. Reconnected tpn with no further leakage.